Event description:
It was reproted that during a laparoscopic colon resection procedure, the dr fired the device and got 2 donuts. A couple of days post-op, the pt had a leak and had to have an apr with a permanent colostomy. When the dr was performing the apr procedure, he stated he did not see any staples at all in the anstomosed colon, which lead him to believe no staples had formed at all.